Event description:
On (B)(6), 2009, this patient was implanted with a gore excluder aaa endoprosthesis. On an unknown date, a follow up computed tomography scan revealed infolding of the right iliac limb of the trunk-ipsilateral leg component. There is no sign of aneurysm growth. The physician has elected to wait and watch.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.